Manufacturer narrative:
(B)(4). The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015, resulting in a seizure. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a hypoglycemic event, resulting in medical intervention. Sensor was inserted on (B)(6) 2016 to backside, at lower lateral region, (love handles). Patient was warming up for his tennis match at the time of the event. Patient's parents noticed during warm up, that the patient became very irritable. Shortly thereafter, the patient reportedly fell. Patient's mother administered orange juice and coconut water. Finger stick blood glucose values were taken after administration of drinks. The reported blood glucose value at this time was 140mg/dl. 911 was called at the time of the event. Patient's mother cancelled the reported 911 call and took the patient home. Patient's mother contacted physician when they arrived back at home. At this time it was reported that the physician advised patient's mother to bring the patient to the hospital. Upon arrival, a cat scan (CT) was performed. Patient was admitted overnight for further observation. Patient's mother reported that a seizure had been confirmed. At the time of contact, patient's condition was fine. No additional event or patient information is available.